Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned with the ivus catheter for evaluation. Both devices were stuck one another and would not be separated. The guide wire tip was found approximately 90mm distal to the catheter tip. Microscopic observation was performed. The inner tube of the ivus catheter was found deformed and partially pleated at approximately 15mm from the wire tip through the catheter marker; both inner tube and the marker were also gathered proximally. X-ray observation revealed that coil wire of the guide wire were loosened and fractured at the mid solder originally located at 15mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was repeatedly applied on the guide wire while the wire tip was being trapped in the calcified lesion. The applied torsion would exceed the product design limit and unraveled, leading the ivus catheter to stick on the guide wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that resistance was met with ivus catheter delivery during a ppi to treat a severely calcified occlusion in the left superficial femoral artery through popliteal artery. An asahi guide wire was delivered via ipsilateral approach down to the popliteal artery. When the wire crossed the popliteal artery an ivus catheter was delivered over the guide wire. The sensor of the ivus catheter became trapped around the popliteal artery when pulled so that the guide wire was advanced further distally in order to have better support to the catheter. The ivus catheter was then pulled again; however, resistance was still met. The ivus catheter was removed with the guide wire. A new guide wire was replaced to resume the procedure. Poba was performed and the procedure was successfully completed with reestablish blood flow. There were no adverse patient effects related to this event.